Event description:
Hospital personnel reportedly were testing defibrillator output prior to attempting to perform a synchronized cardioversion on a patient. Allegedly the device would not charge to an energy level higher than 50 joules. Another device was obtained and used to treat the patient. There were no adverse effects to the patient reported as a result of the reported malfunction.